Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the internal and detachable battery alarm was observed. The device's circuit board was replaced to address the issue. However, a review of the event log confirmed that occurrence of "internal battery depleted" and "detachable battery depleted" alarms. The battery depleted alarms had occurred when the remaining charge of internal/detachable batteries had been 99% each. While the issue was not duplicated, the device's power management board was replaced to prevent recurrence. The device's power management board was returned to the manufacturer's receiving inspection quality lab for review due to the errors in the event log. The tech did not confirm a problem with the device's power management board itself. Therefore, no further investigation of the device's power management board is required at this time.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the internal and detachable battery alarm was observed. The device's circuit board was replaced to address the issue.